Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the sutures were breaking during the procedure. The status of the patient was unknown.